Event description:
It was reported that no audio output occurred. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a notifications turned off banner. It was indicated that the patient was using an unsupported operating system, which is misuse of the device.